Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, the surgeon was able to press the green button, however, the stapler was unable to fire and squeeze the handle. The stapler locked on the first shot. They replaced the stapler to resolve the issue and complete the case. There was no patient injury.